Event description:
It was reported that when the asymptomatic patient presented to clinic stored egms showed ventricular loss of capture. A decrease in sensing was also observed. Imaging revealed ventricular lead dislodgement. The lead was explanted and replaced. The patient was stable after procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.